Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level in the morning was "elevated." There was no reported adverse impact to the customer's blood glucose level. Customer consulted healthcare provider to adjust basal rate settings and consulted with tandem technical support to input adjusted settings into the pump.